Manufacturer narrative:
Concomitant medical products: 7122q competitor lead, implanted: (B)(6) 2021; 5071-53 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia.  The entire system was explanted.  No further patient complications have been reported as a result of this event.